Event description:
N/a.

Manufacturer narrative:
An event of patient device interaction problem was reported, as a thrombus was found on the device. A returned device assessment could not be performed as the device remains implanted. As a lot number was not provided, no device history record or lot specific similar complaint review can be performed. Based on the available information and cine review, the cause for the reported patient device interaction problem could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted left atrial appendage occlusion (laao). The procedure was performed without prolonged sheath dwell time, as the sheath was not retained in the patient for a significant period. During the procedure, heparin was administered to maintain appropriate anticoagulation levels. On (B)(6) 2025, the three-month follow-up transesophageal echocardiogram (tee) revealed large thrombus formation on the disc of previously implanted amplatzer amulet device. The patient was started on dual antiplatelet therapy (dapt) and was compliant with the medication regimen in response to the thrombus finding and will be checked again in (B)(6) 2026. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.